Event description:
It was reported that the autoclavable camera head had a green line appearing on the image during a therapeutic laparoscopic and patient sedation. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.